Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they have problems with 4 sensors. Two of the sensors have a very short electrode. One sensor needle could not be inserted and another sensor that caused bleeding. The customer's blood glucose reading was unknown 252 mg/dl at the time of incident. The customer was advised that the sensors would be replaced and to return the product for analysis.

Manufacturer narrative:
A visual inspection of 5 opened and used enlite sensors found 2 of the 5 sensors had the cannula retracted inside of the sensor base, no broken or missing parts were observed during our analysis; unable to confirm if the customer received the sensors damaged due to the sensors were returned opened and used. Also an inspection was performed on1 of the 5 introducer needles checked for burrs, hooks and dull needle tip defects none were found however, the remaining 4 were received missing the needles.